Manufacturer narrative:
The reported field event of a stripped rv set screw was confirmed in the laboratory. The wrench was not able to untighten the set screw and was most likely caused by blood filling the set screw inset. The blood most likely came through damage to the septum in the form of a punched hole.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead revision the set screw from the rv port was noted to be stripped resulting in the device being explanted. The patient condition was stable.

Manufacturer narrative:
The device was explanted on (B)(6) 2017.